Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Device malfunction: incomplete sheath splitting. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, the sheath was not splitting correctly and the procedure was stopped. The safety release was used and the device was successfully removed from the patient anatomy. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.